Manufacturer narrative:
A150204 added to h6. Corrected data d1 corrected/updated. The investigation is still ongoing.

Manufacturer narrative:
The cause of the hemodynamic instability was not determined due to insufficient clinical details and no product return. The cause of the failure to advance was not determined due to insufficient clinical details and no product return. The cause of the 0.018 kinking was not determined due to insufficient clinical details and no product return.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was inserted via the femoral artery to support the 82-year-old female patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. Prior to the cp placement the patient was supported by inotropes, vasopressors, a vent for respiratory needs, and CPR. The underlying medical history was not shared. The cp was being inserted when the team dropped the .018 abiomed guidewire. As such, the team had to place the cp over a non-abiomed wire, the command .018 wire, but they were unable to deliver due to kinking. The team removed the pump and replaced the pump and wire. The patient arrested and expired on the second pump. The delay in support initiation was not noted to be the cause of death. The failed delivery with kinking, will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption/delay during the exchange. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage d.